Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., a.3.b., a.5., a.6., d.4., d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the box. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger has been advanced outside the tip. The trailing haptic is misfolded in the nozzle tip, with the distal portion facing upwards, the plunger is advanced under the intraocular lens (iol). The remaining optic and leading haptic are protruding out of the nozzle tip, the optic is damaged. We are unable to determine the root cause for the reported complaint "implant stuck in the injector". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during intraocular lens (iol) implantation procedure, the implant (lens) was stuck in the injector. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).